Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had mixed up and missing images from the image directory. No patient injury was reported.